Event description:
Device malfunction: none. Symptoms/ae: transient confusion, time of symptoms: during procedure. It was reported that during a left internal carotid stenting procedure, the pt exhibited a brief episode of transient confusion and disorientation. An angiography revealed a sluggish flow in the target vessel. Aspiration with a medtronic export catheter was performed and also cardene 400mcg was given with improvement in flow and resolution of neurological symptoms. The pt was discharged to home the day after the procedure. There is no additional information available. Study event.